Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was exchanged from textured to smooth implant due to patient's concern with the product. Not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified a broken shell and others, device to be underweight, a crease fold, yellow particles on the shell and a missing a piece of shell (0-25%). A microscopic analysis was performed which identified a broken sharp crease on the radius, wear abrasion and a non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp broken on the radius due to fold flaw opening. Missing shell due to inconclusive. Non-penetrating nick.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concern with the product and rupture. Device has been explanted.